Event description:
It was reported that the device would not recognize the connection of the therapy cable to the device. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device, and observed damage to the device therapy connector and a pin from a therapy cable broken off inside a pin socket. Physio replaced the connector and observed proper device operation through functional and performance testing. Info regarding daily inspection and testing of the device was reviewed with the customer, and the device returned to the customer for use.